Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014 as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit and an uphold lite with capio slim device were used during an anterior/posterior repair and cystoscopy procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient has experienced an unspecified injury.